Event description:
Revision surgery due to acetabular cup loosening after about 2 years and 10 months from primary. The patient stated that pain began after standing from a seated position. The surgeon revised the medacta acetabular cup and liner with a competitor cup and liner and revised the 36mm biolox head l to a 28mm biolox option head with sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 april 2026 lot 2243094: (B)(4) items manufactured and released on 09-jan-2023. Expiration date: 2027-dec-14. No anomalies found related to the problem. To date, 31 items of the same lot have been sold with no similar reported event during the period of review. Root cause:aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown and in this case, based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.